Manufacturer narrative:
Log files and screenshots from the event were reviewed by drager. The results of the log review show that the reason the spo2 was not alerting the user was due to the spo2 limit alarms were disabled by the users between dec. 9 at 7:30 am to dec. 10th at 6:40 am. The users disabling the alarm is confirmed from the logs and input recorder screenshots. Based on this information, the device is working as intended and there was no malfunction.

Event description:
It was reported there was a drop in oxygen (o2) saturation while monitoring a patient with an infinity acute care system (m540) monitor, and the device failed to alarm. The spo2 limit was set to 90 and the data trend showed that the saturation dropped to below 50. There was no report of adverse patient impact.

Event description:
It was reported there was a drop in oxygen (o2) saturation while monitoring a patient with an infinity acute care system (m540) monitor, and the device failed to alarm. The spo2 limit was set to 90 and the data trend showed that the saturation dropped to below 50. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.